Event description:
It was reported by the patient's sister that the patient passed away. The cause of death is unknown but was not device related. The spinal cord stimulation (scs) implantable pulse generator (ipg) is out of service but remains implanted. No further information could be obtained.